Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that. Based on this information, the reported thrombosis was related to procedural conditions. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as aspiration was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returning as it was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that throughout the procedure, the activating clotting time (act) was at 360. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). At this moment, a fluttering object was observed on transesophageal echocardiography (tee). Due to this, the dilator was removed, and the floating object was removed via aspiration. Due to this issue, the physician decided to discontinue the procedure. Mr remained at a grade of 4. No clinically significant delay occurred. No additional information was provided.